Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers were offline. A customer support specialist remoted in and then restarted the machine. Once it was turned back on, the drawers came back online, and customer were able to issue medication. The system functioned as intended after the customer support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had a drawer was offline. The customer indicated that a medication needed to be issued for a patient and confirmed no delay to patient care. There were no adverse events or injuries reported based on this event.